Event description:
Subject had ongoing discomfort at the site of the distal tibial endobutton fixation device. This was initially treated with anti-inflammatories and a cortisone injection. MRI revealed no other pathology at the area. Due to the ongoing pain, patient underwent surgery on (B)(6) 2015 to remove the tibial button. This surgery occurred approx. 8.5 months after implantation of the endobutton as part of the bear acl repair procedure. The endobutton was placed as part of the acl repair procedure using the bear scaffold, which is under (B)(6) in its first safety trial. The bear scaffold is place in the knee at the time of a suture repair technique. The suture repair technique uses two endobuttons, one on the femur and one on the tibia. The tibial endobutton became symptomatic for this subject and required removal. The knee itself, where the investigational bear scaffold was placed, was functioning well at the time of endobutton removal and 3 and 6 month magnetic resonance imaging was consistent with a repaired acl. While removal of symptomatic hardware after orthopaedic procedures is not uncommon, we wanted to report this event as it occurred as part of our (B)(6) trial and required a second surgical procedure for this subject.